Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was relocated from the left buttock to the left abdomen for an unknown reason. Further information is currently unavailable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient was experiencing discomfort at the ipg site. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and device codes to reflect pain at the ipg site. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.